Manufacturer narrative:
The device was given to the patient following the explant procedure; therefore, will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal replacement of this implantable cardioverter defibrillator (ICD), the physician had difficulty explanting the device. It was noted that much force was required to remove the device. Then it was reported that the header became loose; suspected to be induced by the force to remove the device. There were no allegations against the device while implanted and no adverse patient effects were reported.